Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were jumping out and then a piece of metal was sticking out on the side. Hemolock were used to complete procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Jaw misaligned. The analysis results of the er320 device found that it was received with a clip in jaws and the jaws slightly misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 10 conforming clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. However, no broken components were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.